Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 3.50x38mm rx xience xpedition stent delivery system (sds) was removed from the packaging, it was noted the shaft was separated. The procedure was completed using another xpedition. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported shaft separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from 405024a to 4050241. H6 health effect - impact code 4656 was removed and code 2199 was added.

Event description:
Subsequent to the initially filed report, additional information was received. It was reported the procedure was to treat a lesion in the left anterior descending (lad) artery. The 3.50x38mm rx xience xpedition stent delivery system (sds) was advanced into the patient when the hypotube separated into two pieces outside the anatomy. The separated portion was simply withdrawn from the anatomy. The procedure was completed using another xpedition. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.